Event description:
It was reported that the device had a broken terminal. No patient complications were reported as a result of this event. It was reported the device had a broken terminal. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported the device had a broken terminal. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed that the atrial output connector was broken. Analysis also found that the upper/lower cases, ring cover, and two side bail covers were broken. The battery release, lead flex cover, and battery drawer were contaminated. The ring and one side bail were missing.